Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer troubleshoot the dxc700 au clinical chemistry analyzer over the phone. The customer replaced the roller pump tubing and cleaned the ise (ion selective electrode) block which resolved the issue. The customer performed calibration, and quality control, and samples successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the dxc 700 au chemistry analyzer generated six (6) false ise (ion selective electrode) patient results with low anion gaps. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.